Event description:
It was reported that the siderail at the left side was broken. Further, it was reported that the siderail was turned down in the wrong direction. There were reported exposed sharp edges. There was no reported pt involvement or adverse consequences.

Manufacturer narrative:
Exposed sharp edges on the top rail of the siderail assembly.